Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd venflon¿ pro safety the catheter was damaged. The following information was provided by the initial reporter: failed to insert vps 22g due to dull of catheter tip (not the needle tip) when nurse start to insert, the tip needle of vps can penetrate the patient's skin but then tip of cannula cannot penetrate the skin.

Event description:
It was reported while using bd venflon¿ pro safety the catheter was damaged. The following information was provided by the initial reporter: failed to insert vps 22g due to dull of catheter tip (not the needle tip) when nurse start to insert, the tip needle of vps can penetrate the patient's skin but then tip of cannula cannot penetrate the skin.

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the 2 photos submitted for evaluation. The reported issue of catheter tip integrity was not confirmed upon inspection of the photos. The defect reported could not be clearly seen in the sample photos. Bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. DHR reviewed was performed on batch# 2297009 production history record were reviewed. No abnormality was observed.